Event description:
Reportedly, during an ICD implantation procedure, the pt had a tachycardia while implanting the leads. The physician plugged both leads into the ICD involved in this MDR report to stop the tachycardia via an atp procedure. Tachycardia was stopped; however, ventricular threshold and sensing both were not satisfactory when testing with the ICD. The physician repositioned the ventricular lead and reconnected the lead into the ICD ports. When the physician turned the screwdriver in the (rv)df-1 port, the click sound of the torque wrench was heard but the lead tip was not tightened. It was observed also that the setscrew did not move. The device was not implanted and will be returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.